Event description:
The dose would not flow through the tubing [medical device complication]. The pt only received about half the dose [underdose]. Only a partial dose flowed through the tubing before the flow stopped [incorrect dose administered by device]. Case description: this spontaneous report originating from united states as received from a physician refers to a female pt of unk age with bladder cancer who began treatment with reconstitution sys (reconstitution accessories), (lot# 61265358, expiration 09/30/2014) and other suspect therapy bcg live (tice bcg live) on (B)(6) 2013. This concerns 1 pt and 2 devices. The pt was scheduled to receive her first dose of bcg live (tice bcg live) on (B)(6) 2013 (lot# 4511070, expiration 05/01/2013). The reporter indicated that "the dose would not flow through the tubing" (intervention required) so a different vial of bcg live (tice bcg live) was prepared and successfully given through a different set of tubing. The pt was scheduled to receive a second dose of bcg live (tice bcg live) (lot# 4511070, expiration 05/01/2013). Dosage info as (unk) on (B)(6) 2013. No concomitant medications were reported. The reporter indicated that on (B)(6) 2013 only a partial dose flowed through the tubing before the flow stopped and the pt received about half the dose. No further bcg live (tice bcg live) was given on (B)(6) 2013 to this pt. No treatment info was reported. It was also reported that the same lot# of bcg live (tice bcg live) and reconstitution sys (reconstitution accessories) were used for both (B)(6) 2013 doses. No other adverse effects were reported. Outcome of only a partial dose flowed through the tubing before the flow stopped and the pt received about half the dose and the dose would not flow through the tubing is unk. The relatedness for only a partial dose flowed through the tubing before the flow stopped and the pt received about half the dose is unk for bcg live (tice bcg live) and reconstitution system (reconstitution accessories). The relatedness for the dose would not flow through the tubing is unk for reconstitution sys (reconstitution accessories) and bcg live (tice bcg live). The device reconstitution sys (reconstitution accessories) itself was not available for investigation. For device reconstitution sys (reconstitution accessories), quality investigation status: the device itself is unavailable for eval, but a batch review/ lot check has been initiated. Therapy was not discontinued. Additional info has been requested.